Event description:
Customer claimed that the screws were too large in diameter to fit the screw block.

Manufacturer narrative:
Summary of evaluation: evaluations results received from howmedica gmbh, kiel, germany indicates that this event is not related to the device. The returned luhr screws are in compliance with engineering specifications.